Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 3 functional mitral regurgitation (mr) thick leaflet, thin and fragile posterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2025, a single leaflet device attachment(slda) occurred from the posterior leaflet. Recurrent mr of grade 3-4 was reported. On (B)(6) 2026, a redo procedure was performed. 2 mitraclips were implanted. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be challenging patient anatomy. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.